Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 444 mg/dl. The customer needed assistance with removing the battery cap from the insulin pump but they were unsuccessful. Customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with stripped battery cap coin slot (p), cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.